Event description:
Customer reported to baxter corporate product surveillance a clearlink system continu-flo solution set in which a "human hair" was detected "lodged in part of the product." There was no report of patient involvement, injury, or medical intervention related to this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was returned for evaluation. A visual inspection was performed and showed that there is a strand of what appears to be a human hair approximately 3 to 4 inches long stuck between the tubing and the inside of the outlet port of the y site between the regulating clamp and the stopcock. The reported condition was confirmed. The root cause was not determined. A batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot.